Event description:
A report was received that the patient's lead showed high impedances and possible fractures. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's lead showed high impedances and possible fractures. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the whole system was replaced per the physician¿s preference. The patient was reportedly doing well after the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.